Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Further evaluation of the patient was recommended. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Further evaluation of the patient was recommended. Additional information was received that this lead dislodged. A lead revision was performed. After the revision procedure, this rv lead dislodged again. The system was explanted and a non boston scientific leadless device was implanted. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.